Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the offending organism, as well as the etiology of the peritonitis is unknown; therefore, causality cannot be established. However, there is no allegation or objective evidence a fresenius device(s) and/or product(s) malfunction occurred. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no indication a fresenius device(s) and/or product(s) deficiency caused or contributed to the serious adverse events experienced by the patient. It is well established those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to an altered mental status. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2020 due to peritonitis (characterized by an altered mental status). The pdrn reported a peritoneal effluent fluid culture and cell count were obtained in the emergency room (ER), and the cell count results revealed an elevated white blood cell (wbc) count (results unknown). The patient was diagnosed with peritonitis and admitted. The patient was treated with intravenous antibiotics (drug, dose, frequency, duration unknown), and is recovering from the events. The peritoneal effluent fluid cultures returned positive; however, the organism is currently unknown as the patient remains hospitalized. Per the pdrn, the cause of the peritonitis is currently unknown. However, the patient¿s pd catheter (not a fresenius product) remains intact, the patient is continuing to undergo continuous cycling peritoneal dialysis (ccpd) therapy.